Manufacturer narrative:
It was indicated by the customer that the root cause apparently was because the waste line froze, causing waste to back up into the instrument. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse replaced the waste/vacuum isolator chamber. When the startup was performed the instrument indicated reagent card errors, consequently the reagent pack and card were replaced as well. System is now operating acceptably.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a waste spillage observed in the coulter ac t diff 2 analyzer. The customer indicated that dry ice was poured into the sink which caused the waste line to freeze, causing obstruction, and the waste then backed up into the instrument. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes (eyes, mouth, or nose) or open wounds. No change to patient treatment attributed to this event.